Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material inside the air/water cylinder, jet tube, air/water tube, plastic distal end cover, bending section cover and the connecting tube. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established and failure to follow instructions. Olympus will continue to monitor field performance for this device.